Event description:
This is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether the dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the consumer contacted baxter technical service (bts) regarding an unrelated alarm. At the time of the call, the following was reported. The patient's wife stated that, the patient experienced peritonitis (onset date not reported). Treatment was not reported for the events. On (B)(6) 2012 product surveillance contacted the patient regarding the event, the patient did not know the dates or the details regarding the peritonitis but did state that his nurse told him the cause of the peritonitis was from his catheter insertion and it was believed to be acquired in the hospital. No further information was given at this time. Baxter is in the process of trying to obtain additional information regarding this case.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination. The assignable cause is undetermined. A review of all potential batch record documents was performed for h11j17043, h12a31074, h12a31066, h11k03074, h11i06088 , h12b29043 with no issues noted during the manufacturing process. There were no deviations from standard procedure.